Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the error codes ddue to fluid invasion. Additional findings were as follows: control body and scope connector had corrosion inside after aeration; switch box had a scratch; air and water cylinder had no color; suction cylinder had no color; due to a cut on the knob wire, the forceps moved on the upper half of the endoscopic image; due to a dent on the knob pipe, the forceps lever made a noise when moved; due to wearing of the angle wire, the movement of the up and down knob was out of the standard value; distal end has corrosion; connecting tube had a cut; adhesive around the objective lens had a chip; corrosion around the lever arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope was giving a e315 (non-compatible endoscope), and after trying two different scopes got errors e11 and b80 communication error code. The issue was found during preparation for use. There were no reports of patient harm. The procedure was able to be completed using a different scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the corrosion caused abnormality of the circuit board, causing the errors to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning and cautions: disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿. Olympus will continue to monitor field performance for this device.